Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high sensing integrity counter (sic) and ventricular undersensing during episodes was noted on the right ventricular (rv) lead on an electronic transmission. The rv lead remains in use. No patient complications have been reported as a result of this event.